Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/right pelvic pain") in a 30-year-old female patient who had essure (batch no. R1406501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and vaginal delivery. Previously administered products included for an unreported indication: paraguard iud. Concurrent conditions included overweight, misophonia since (B)(6) 2017, flank pain, ovarian cyst and calculus of ureter. Concomitant products included paroxetine hydrochloride (paxil), phentermine since 2015, topiramate (topamax) since 2015 and venlafaxine (effexor). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient started vitamin d at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual dysphoric disorder ("hormonal changes describe: pmdd"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side remo). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, bacterial vaginosis, female sexual dysfunction, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the premenstrual dysphoric disorder and back pain was resolving. The reporter considered alopecia, back pain, bacterial vaginosis, dysmenorrhoea, fatigue, female sexual dysfunction, pelvic pain, premenstrual dysphoric disorder, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: pathologist to comment on the presence and location of the essure coils contained in the specimen. Number of proximal coils: 5 on left cornua and 3 on right cornua, patient tolerated placement without difficulty diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Her demographic was added. Historical condition were added. Lab data was added. Essure indication was amended. Lot no added. Concomitant medication added. Following event: hormonal changes describe: pmdd, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, hair loss, lower back pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/right pelvic pain") in a 30-year-old female patient who had essure (batch no. R1406501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and vaginal delivery. Previously administered products included for an unreported indication: paraguard iud. Concurrent conditions included overweight, misophonia since (B)(6) 2017, flank pain, ovarian cyst and calculus of ureter. Concomitant products included colecalciferol (vitamin d) since 2017, paroxetine hydrochloride (paxil), phentermine since 2015, topiramate (topamax) since 2015 and venlafaxine (effexor). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual dysphoric disorder ("hormonal changes describe: pmdd"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side remo). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, bacterial vaginosis, female sexual dysfunction, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the premenstrual dysphoric disorder and back pain was resolving. The reporter considered alopecia, back pain, bacterial vaginosis, dysmenorrhoea, fatigue, female sexual dysfunction, pelvic pain, premenstrual dysphoric disorder, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: pathologist to comment on the presence and location of the essure coils contained in the specimen. Number of proximal coils: 5 on left cornua and 3 on right cornua, patient tolerated placement without difficulty diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical compliant incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.